Event description:
It was reported that, "the nail broken/failed."

Manufacturer narrative:
Device not returned. No eval will be performed. If device or add'l info become available, it will be reported on a supplemental report.